Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00008. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for the unknown serial number. This is report number 10 out of 20 reports that are being submitted as initial individual mdrs. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified. Manufacturing record review: a review of the records could not be performed as the product serial number was not provided. Conclusion: based on the limited information provided; there is no possible way to determine an indication of a product malfunction. An attempt was made to obtain missing information; however, no further information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was very sticky coming out and it took a very long time to unfold after insertion in the eye. Once the lens unfolded, there were a few defects or scratches on the iol. It was noted that they were visually insignificant. There were no patient consequences. No additional information is available.